Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge alarms occurred during insulin delivery and the load phase. Customer's blood glucose (bg) was 500 mg/dl. Patient drank water and waited to treat bg. Customer loaded a new cartridge to resolve the issue.